Manufacturer narrative:
Continuation of medical products: 383069 lead, implanted: (B)(6) 2007; 8780 catheter, implanted: (B)(6) 2013; 8637-20 neuro pump, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was atrial over-sensing on the right atrial (ra) lead. The ra lead will continue to be monitored and remains in use. No patient complications have been reported as a result of this event.